Event description:
The port was placed 1/96. In 2/96, it was reported that the catheter broke off and there was extravasation in the pt. The port was removed and replaced.

Manufacturer narrative:
The implicated product is a single lumen port with an attachable open-ended 9.6 fr. Catheter in a peel-apart introducer system. The product received for evaluation is a chest x-ray film. A radiologist report is not included with the film. A lot history reveals no mfg issues and no other complaints for this lot. The chest x-ray shows a tabular foreign object resting at an approximate 45 degree angle centered on the spinal column. The complaint involves catheter breakage and embolization. The foreign object may represent the embolized distal catheter segment trapped in one or more chambers of the heart. Also identified in the x-ray is an unidentified device immediately superior to the foreign object described above. This device appears to be unrelated to the complaint and may be resting on the chest of the pt. A long, thin cylindrical object is positioned on the left lateral aspect of the spinal column. A similar object is seen at the top left corner of the exposure. The identity of either of theses objects is unknown. They are presumed unrelated to the complaint. The x-ray appears to confirm embolization of the catheter segment. However, it does not provide any evidence that aids in the determination of a cause for the complaint incident (see supplement report dated 3/7/97).